Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery and that the customer experienced high blood glucose levels. The blood glucose reading was over 600 mg/dl. The customer stated that he changed the infusion set, reservoir and insulin to resolve the issue. He stated that this was a past event. He also reported that there were sensor glucose and blood glucose reading discrepancies, noting that one occasion there was a 100 unit difference between them. He did not recall the blood glucose reading at that time. He stated that the insulin pump would alarm weak signal and would have issues communicating with the sensor. The most recent blood glucose reading was 190 mg/dl. Nothing further reported.